Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in a solution administration set. This occurred during infusion of an unspecified medication. The reporter stated that the set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.